Manufacturer narrative:
Investigation findings: the review of the manufacturing paperwork verified that the lot met all pre-release specifications. Investigation conclusion: as the device remains implanted, and no evaluation of the device could be performed, cause was unable to be established. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak.

Event description:
On (B)(6) 2018 the patient had 5 gore® excluder® aaa endoprostheses implanted. On (B)(6) 2021 during a CT scan, images allege that the patient had neck growth of approximately 4mm (undetermined cause) which reportedly contributed to a type I endoleak and causing the device to slip 5cm. On (B)(6) 2021 the patient went in for a re-intervention where two additional gore® excluder® aaa endoprostheses were implanted. It was reported that this repaired the type I endoleak and the patient tolerated the procedure.

Manufacturer narrative:
H6: added code 1395 in medical device problem code section.

Manufacturer narrative:
Code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and component migration. H6: added investigation conclusion code 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and component migration.